Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 67 months ago. Vessel morphology at the time of implant is unknown. It was reported the patient has a moderately angulated aortic neck and disease progression. It was reported that the stent graft was migrated 5 cm. The films from the time of implant indicate that the initial implant of the stent graft was not placed at the renal arteries. The physician elected to place an aneurx aortic cuff, the migration and the type I endoleak was resolved. There are no additional clinical sequelae reported that the patient was reported to be fine.

Manufacturer narrative:
Other, secondary intervention - (migration, endoleak). (Moderately angulated aortic neck and disease progression).